Manufacturer narrative:
H3) analysis on the returned power supply resulted in no failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that it passed the bench test and output voltage was within specification and stable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply is fluctuating in voltage. The representative replaced the power supply. The system then passed the system checkout and was found to be fully functional. Power supply has been returned to medtronic, but analysis has not been completed before filing. Concomitant medical product: product ID: kit svc o2, bi71000450 power supply psi. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray was working intermittently and clicking noises from inside the cabinet of the image acquisition system (ias) when attempting to use the system. There was no patient present when this issue was identified. No additional information was provided.